Event description:
Respiratory therapist set ventilator tidal volume to 500cc. Ventilator reading 1,200 - 1,300cc but graph on monitor shows 530 - 540cc. Ventilator removed from service and pt manually ventilated until replacement ventilator obtained.